Manufacturer narrative:
The user-reported back check valve failure was confirmed. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016. Zyno medical submitted an e-MDR (3006575795-2016-00133_(B)(4)) on 10/27/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The customer reported a back check valve failure of the IV set. "The issue appears to be a defective back check valve" such that "fluid from the secondary line is backing up into the primary bag". The patient was not harmed. The user replaced the set and the new one worked fine. It appeared to be a random occurrence. It happened a dozen times and at several of the user's locations.